Event description:
It was reported that during a gastric bypass procedure, during the first firing of the jejunum with a white reload, the surgeon waited the 15 second for the tissue to compress then fired it correctly. One side of the staple line had malformed staples, the other side formed fine. They reloaded the device with another white reload and resected the 1-2 cm of the bowel and continue with jejunum- jejunostomy. A blue reload was used for the gastro-jejunostomy. On the last two firing of the gastro-jejunostomy the same thing occurred with the malformed staples on one side. A total of 5 white and 4 blue cartridges were used with the same device throughout the procedure. (B)(6).

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 62 mg/dl and 387 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The date was set incorrectly in the meter; therefore, unable to verify if the readings reported were actually received by the customer.